Manufacturer narrative:
E1: reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leak - co2 rebreathing risk error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) evaluated the device and confirmed the reported problem (low leak-co2 rebreathing risk). The fse entered the diagnostic mode and performed an air delivery flow accuracy test to verify the accuracy of the air flow sensor and function of the blower. It was then noted that the rse replaced the flow sensor assembly.

Manufacturer narrative:
H6 - corrections to below codes are required based on the initial report submitted. Evaluation results code. Component code. Conclusion code.